Event description:
The pt was implanted with a left ventricular assist device (lvad). The perfusionist reported that after 22 months of support on the lvad, the pt has significant aortic insufficiency and began to have hemolysis. Anticoagulation medication was administered and the pt appeared stable. The hosp subsequently made a decision to exchange the lvad due to continuing hemolysis and suspicion of thrombus in the device.

Manufacturer narrative:
The pump was successfully exchanged and the pt remains ongoing on lvad support. No further issues have been reported. The explanted pump was returned to the MFR for eval and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.